Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting as the pump was already being replaced.